Event description:
It was reported that surgeon was doing a left side reunion total shoulder and while working with the glenoid while using the centering drill guide - when the surgeon began drilling, the end of the drill bit broke off. The operating room staff recovered the broken piece of the drill bit and threw away broken piece before the sales rep could obtain, but other half of broken drill guide is being returned. To complete drilling, the surgeon used a straight shank drill bit to complete the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.